Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v741607, implanted: (B)(6) 2011, explanted: (B)(6) 2013. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a revision. The patient stated that she had a ¿few falls¿ and ¿it¿ stopped working. The health care provider (hcp) stated that ¿it was fully impeded.¿ the patient also had less than fifty percent therapy relief. The device and lead were replaced. The patient was also given a new programmer. At the time of the report the patient was alive with no injury.